Event description:
Additional information was received that this rv lead was explanted due to continued high shock impedance measurements. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. It was indicated this patient would be followed appropriately. No adverse patient effects were reported.